Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the ins pocket got hot during recharging, tissue around the area appeared swollen. The patient indicated they went to the medical center ER and the physician there did not do anything for them. Patient saw their pain health care professional (hcp) (B)(6) 2017 and was redirected to the manufacturer. The rep contacted the pain hcp and confirmed the patient had been seen on (B)(6) 2017 but the story the patient had told the hcp was different. The patient told them that they had went to the ER week of (B)(6) 2017 and could not remember the day. No environmental/ external/ patient factors were reported to have led or contributed to the issue. The patient told the rep their stimulator was working properly and it did not feel hot the day of this report ((B)(6) 2017) and recharging normally. The patient has not received any error messages or changes in stimulation intensity/sensation. The rep told the patient if the heating occurs again to proceed to hcp and have the hcp contact rep, as the issue had apparently resolved by the time he told hcp office (B)(6) 2017. It is unknown whether the issue has been resolved, rep will follow up for more information. No surgical intervention occurred or planned. No further patient symptoms or complications were reported in this event.